Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that on (B)(6) 23, at 11:30 the device had accuracy issues. Alaris infusion pump loaded with propofol was free-flowing propofol despite being placed on "pause". Cassette clamp opened and reloaded, closed again but same result. There was patient involvement but the harm is unknown.

Manufacturer narrative:
Correction: annex b : b21; annex c : c21; annex d : d16. Annex a: a1801, a230502, a0404, a040502, a0401. Annex g: g0301201,g02017, g04070, g04037, g0405206. Annex b: b01, b14. Annex c: c23, c07,c17, c070606, c0601. Annex d : d07, d15, d02, d11. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that on (B)(6) 2023 at 11:30 the device had accuracy issues. Alaris infusion pump loaded with propofol was free-flowing propofol despite being placed on "pause". Cassette clamp opened and reloaded, closed again but same result. There was patient involvement but the harm is unknown.